Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 234-371 mg/dl and a correction bolus was delivered to address bg. Pump system check with tandem technical support found the pump time was incorrect; no other pump issues were identified. Reportedly, customer resumed pump therapy.